Manufacturer narrative:
Follow-up #1 ((B)(4) 2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have leakage of the battery. In addition, it was found the meter had a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the "2 batteries have leaked in the meter", battery contact issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.